Event description:
It was reported to boston scientific corp that a jagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009. According to the complainant, the physician found the coating at the tip of the jagwire was falling off during the procedure. The residue fell off in the pt's intestine. No attempt made to remove the residue. The physician felt it would pass on its own without causing harm to the pt. The procedure was completed with another jagwire. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
(B)(4) expected to be passed via normal peristalsis. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).